Manufacturer narrative:
The investigation results will be provided on the final report. Further information was requested but not received.

Event description:
It was reported that during a device implant procedure, patient experienced loss of motor function in the lower extremity. The device system was explanted as a result. There were no additional complications during the procedure. The issue has been resolved and the patient was discharged.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.